Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the label had the incorrect barcode. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the barcode number (B)(4) was scanned by the five-in-one card reader, and the actual barcode number of the tube was (B)(4). As a result, the laboratory department could not identify and bind the test tube, nor could it perform the test on the machine, so that neither the patient nor the doctor could see the results."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367814. Batch number: 1274268. No customer samples or photos were received for review and analysis. After reviewing the batch record, for batch# 1274268, it was shown that barcodes are not included on the individually labeled tubes. Therefore, bd is unable to confirm the customers reported defect the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, bd is unable to determine a root cause for the alleged failure as it appears the labels that have been attached are not bd specific labels. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the label had the incorrect barcode. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the barcode number 1480014879 was scanned by the five-in-one card reader, and the actual barcode number of the tube was 1480372179. As a result, the laboratory department could not identify and bind the test tube, nor could it perform the test on the machine, so that neither the patient nor the doctor could see the results." The event description is updated as follows: the external barcode has nothing to do with our products, the scanner needs to be updated.